Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction: b5 and h6 - medical device problem code. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and from the information obtained, it is likely the cause was a damaged serial digital interface card however, the root cause could not be identified. Olympus will continue to monitor the field performance of this device.

Event description:
Correction to the initial medwatch. It was observed that during the device inspection, the video system exhibited a damaged serial digital interface card which resulted in no image. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the video system center had a printed circuit board failure. There were no reports of patient involvement.